Event description:
Patient had a revision due to loose femoral component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown femoral component the event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient had a total knee arthroplasty using a triathlon femoral component with a cemented femoral stem and a triathlon standard tibial baseplate. I can confirm this because I saw an x-ray with the implant in place although undated. On that x-ray I can confirm that there was no stabilizing pin in the tibia. I do not have the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes and factors for not using tibial stabilizing pin are multifactorial. In this case it may well be that the surgeon did not feel the benefits outweighed the risks to remove the standard tibial baseplate if there was no abnormality with it rather than replace it with a universal baseplate which would accept the stabilizing pin. I do not believe that the pin was left out in error since there is no place for the pin to be inserted in a standard baseplate. It is possible that the surgeon decided to use the stabilized insert for the additional stabilization provided rather than using a standard ps insert. In that case he might declare its use a "compassionate use." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: patient had a revision due to loose femoral component. The event was not confirmed. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.